Event description:
A bipap a30 device was returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the third party service center, a ventilator inoperative error code was found in the device's error log. The service technician states that the printed circuit assembly (pca) board needs to be replaced to resolve the error. Additionally, a non-reportable coin cell voltage and arm nmi exception error were also found in the device's error log. The pca board replacement would resolve these errors. The lcd display has pixel issues. No foam particles were found during the evaluation. No repairs were performed. The device will be scrapped per the customer's request.